Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it did not look right when deploying it in the eye. It appeared to have huge vacuoles. On the patient's first postoperative day follow up, the patient had significant post op inflammation. Additional information has been requested.